Event description:
The customer reported obtaining a non-repeatable troponin I (access accutni+3) result of 0.0566ng/ml (reference range 0-0.04ng/ml) from the access 2 immunoassay system (serial number (B)(4)). The patient was given medication (clexane) and admitted to the hospital based on the accutni+3 result. The initial sample was repeated on the same instrument and generated negative result (0.0004ng/ml). Result from a second sample ran on the same instrument and on the same day also generated negative result of 0.000ng/ml. The customer did not provide any sample preparation information.

Manufacturer narrative:
The customer did not provide patient's age, date of birth, gender, and weight information. Service was not dispatched and there was no indication that the access accutni+3 reagent was returned for evaluation. Quality controls (qc), system check and calibration were within specifications. In conclusion, there was no evidence of a malfunction in conjunction with this event; the cause of the event is unknown.